Event description:
Right radial arterial line access obtained. Catheter threaded easily and without resistance over internal wire. Upon withdrawing wire, filament uncoiled approximately 10 inches and remained in patients artery and stretched. The filament was meticulously removed from the artery. The tip was present upon removal. FDA safety report ID# (B)(4).